Event description:
It would take 10 pages. I would be glad to do a phone interview. This may even require a personal visit! But dr's statements and records contradict as well as become slanderous. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes. I asked doctor not to put same metal in and he said he did anyway. I don't know if he actually did. On (B)(6) 2009 or before (B)(6) 2010 2 arthroscopics before.